Manufacturer narrative:
The complaint sample was returned for evaluation and a visual examination revealed that the balloon had longitudinal tear. The maximum inflation pressure for this balloon is 6 atm. The root cause of the complaint could not be determined definitively; however the most probable root cause is balloon leak due to contact with a sharp exterior. Balloon damage may also occur due to a sharp exterior source penetrating the balloon, such as a calcified lesion, surgical staples or sutures, etc., or as a result of damage to the balloon during insertion through the scope. A DHR for the pertinent lot was reviewed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation in 2007 that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter was used during a procedure the same day (patient gender, age and weight unknown). According to the complainant, during the procedure, the cre balloon was inflated to 6atms and suddenly burst inside the patient's rectum. The procedure was successfully completed at that time. No part of the balloon detached inside of the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.